Event description:
A pt who was implanted with the lap-band died two days post implantation. Cause of death was determined to be pulmonary embolism. The surgeon exonerated the lap-band as a causative factor. Inamed is reporting this event becaused the outcome occurred after a procedure to implant the lap-band.